Manufacturer narrative:
Lot number: potential lots: 1) 211209b 2) 211117b 3) 220205b and 4) 211119e. UDI: not applicable. Expiration date: 1) november 2026 2) october 2026 3) january 2027 and 4) october 2026. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. Device manufacture date: potential dates: 1) december 09, 2021 2) november 17, 2021 3) february 05, 2022 and 4) november 19, 2021. The reference photos of the actual sample were received through email. Reference photos from tc showed the following: (I) a needle assembly with a broken cannula; (ii) the body of the cannula was bent, and the cannula tip was damaged; (iii) the broken end of the cannula was uneven and slightly bent and traces of foreign material were observed; (IV) the point of separation was above the tip of the glue mound wherein a crack on the glue portion was observed; (v) in addition, the cannula retained on the hub seemed to be flattened. Tc confirmed that the bending on the cannula body measures 65 degrees at 17mm away from the cannula tip. Moreover, based on the appearance of the fractured surface, it seems that stress has been applied. Retention samples were visually inspected and confirmed free from defects such as dents, scratch, bent/tilted cannula, and damage to the cannula that might contribute to the complaint. We have received five (5) complaints covering fy20 to fy22 ((B)(6) 2022), for the same issue where the cause was not identified related to our product and production process. The cause of the complaint could not be identified to be related to our product or production process. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. Most likely, excessive force was applied during usage which resulted in the cannula breakage. As confirmed by tc evident usage was confirmed on the actual sample. Traces of stress on the point of separation such as a bent and uneven cannula end as well as the crack glue mound. The cannula retained on the hub also seemed to be flattened and adhered foreign material on the sample was observed. Retention samples were confirmed free from tilted or bent cannula that might lead to the complaint. An in-process visual inspection is conducted during needle assembly and qc outgoing inspection before shipment to check the condition of the assembled products including tilted or bent or damaged cannula. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when the doctor injected straightly into the patient's buttock for a block injection, it broke at the root. The needle became bent when the doctor attempted to remove it. The user retains needles in a drawer with separated condition. There was no health hazard concern since the broken needle piece was immediately taken out from the patient. The patient was stable. The needle easily broke. The user is suspecting that it had originally a scratch on the needle. The event occurred intra-operative.